Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-2323psp-1, swivelock, sp peek 5.5mm, on second hammer impact when implanting the device, the self punching tip split in half. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as another anchor was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2323psp-1, batch 15213947, revealed that the tip of the device had broken. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.